Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and hormone level abnormal outcome was unknown and the anaemia, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered anaemia, fallopian tube perforation, hormone level abnormal, menorrhagia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had received treatment for menorrhagia, vaginal infection, vaginal discharge,anemia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified events ¿perforation (fallopian tube), hormonal changes, anemia; menorrhagia (heavy menstrual bleeding); vaginal infection, and vaginal discharge¿. Reporter, demographics, lab data, essure indication (amended), and essure insertion / removal date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) both fallopian tube stumps have an embedded metal device') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anaemia ("anemia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and mood swings ("hormonal changes describe: mood swings") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, hormone level abnormal and mood swings outcome was unknown and the menorrhagia, anaemia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered anaemia, fallopian tube perforation, hormone level abnormal, menorrhagia, mood swings, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for menorrhagia, vaginal infection, vaginal discharge, anemia discrepancy noted in removal dates: (B)(6) 2019, (B)(6) 2019. The left essure was placed with 7 coils visualized outside of the os and the right side was placed successfully with 2 coils visible outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: new events - hormonal changes describe: mood swings, abnormal bleeding (vaginal) were added. Reporter's information, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.